Event description:
It was reported that while using a cardiohelp device, an error message "1pm inefficient" appeared. There was no flow even though the pump was set to 3500 rpm. No patient effect was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product investigation, analysis and resolution for the device described in this report. The logfiles have been evaluated and demonstrate the user experienced several bubble detection alarms over a 5 minute period. If the bubble intervention was set this would cause the pump to stop in order to prevent air from infiltrating the patient. If the bubble alarms could not be resolved, the user may have reacted by disconnecting the disposable and continuing patient support by using the emergency drive. A supplemental medwatch will be submitted if additional information becomes available.